Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.

Event description:
Lead explanted due to dislodgement. Patient was being upgraded to biv and the physician accidentally knocked the atrial lead out of position when attempting to access the cs. The lead was attempted to be repositioned and physician ultimately decided to implant a new atrial lead. Should additional information become available, it will be added to this file.